Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, there was a leak at the sheath during the warning phase. The leak was noted prior to any alarm or error codes. Follow up info received on 2 sept 2009, revealed that the sheath was not punctured by the tenaculum. The procedure was aborted and there were no pt complications reported.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).